Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump was turning off and on by itself. Customer's blood glucose was 157 mg/dl. The customer's mother was advised to check the battery cap and make sure it was tightened securely. The mother will call back to troubleshoot. No additional information provided.